Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead exhibited high thresholds, and placement difficulty was encountered. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.